Manufacturer narrative:
Tandem clinical diabetes specialist met with customer on (B)(6) 2016 and reported that customer's bg levels were better after health care provider made basal rate adjustments. Customer reported 'knots' at infusion site. Recommendation was made to try alternate sites on the body. Customer was given new infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple incidents of elevated blood glucose (bg) levels above 400 mg/dl. The customer would deliver a manual injection to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.